Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). Target temperature was 36c, patient temperature was 30.1c and water temperature was 29c. The temperature was not increasing. Nurse did state that the arctic sun device was filled in the morning and was not sure if they emptied the pads before filling. Mss had the nurse remove 500ml to see if they could get heater working. Once that was completed the nurse then received an air leak alarm. Nurse was busy doing a few other things and planned to try to reconnect all the pads to make sure they heard a clean crisp click. If that did not work, then next step would be to switch the device out. If still no success nurse would switch out the pads. Mss did instruct the nurse to keep the pads in case they need to be returned for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). Target temperature was 36c, patient temperature was 30.1c and water temperature was 29c. The temperature was not increasing. Nurse did state that the arctic sun device was filled in the morning and was not sure if they emptied the pads before filling. Mss had the nurse remove 500ml to see if they could get heater working. Once that was completed the nurse then received an air leak alarm. Nurse was busy doing a few other things and planned to try to reconnect all the pads to make sure they heard a clean crisp click. If that did not work, then next step would be to switch the device out. If still no success nurse would switch out the pads. Mss did instruct the nurse to keep the pads in case they need to be returned for inspection.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). Target temperature was 36c, patient temperature was 30.1c and water temperature was 29c. The temperature was not increasing. Nurse did state that the arctic sun device was filled in the morning and was not sure if they emptied the pads before filling. Mss had the nurse remove 500ml to see if they could get heater working. Once that was completed the nurse then received an air leak alarm. Nurse was busy doing a few other things and planned to try to reconnect all the pads to make sure they heard a clean crisp click. If that did not work, then next step would be to switch the device out. If still no success nurse would switch out the pads. Mss did instruct the nurse to keep the pads in case they need to be returned for inspection.